Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found in the patient¿s stomach. The capsule was retrieved using a roth net. They placed another capsule on the same procedure and it attached successfully. No lubrication was used to facilitate the placement of the capsule.